Event description:
Information received by medtronic indicated that the customer reported battery cap damage. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised not to overtighten the cap. The customer will continue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.